Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2017 with the following findings: review of the black box data revealed evidence of short battery life with 11 occurrences of voltage drop leading to ¿replace battery¿ alarms on 07-sep-2017. On examination, the battery compartment and battery cap were not damaged and the cap able to fit properly to the pump. The pump was powered on and ez-prime steps were performed correctly. Electrical current measurements were all within required specifications. Investigation did not duplicate the short battery life complaint. There was no damage, defect or contamination o the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue; low battery alarms appear in the pump's alarm history. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.